Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that when the patient attempted to get a bolus from the personal therapy manager (ptm) she heard a descending tone and then the ptm shut off. It was noted that the ptm batteries had been replaced and that when the healthcare provider (hcp) tried to use the ptm the same thing occurred. The caller reported that she had withdrawal symptoms of sweating, shivering, throwing up, unable to eat, and really agitated. On friday the patient had a seizure at the hcp office; the medication in the patient's pump was increased and she went to the hospital. It was noted that the patient was released from the hospital the same day due to the fact that she had a scheduled appointment with her hcp. The caller was transferred to repair. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the doctor had increased the patient's morphine IV to take place of the personal therapy manager (ptm) and that they were waiting on the replacement ptm so that they could discharge the patient from the hospital. No further complications have been reported as a result of this event.